Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the imaging is not possible. Upon functional testing fse found that, due to the failure in the pedal tube keeps sending fluoroscopy which causes freezing the images. Fse checked the table circuit, footswitch cable was secured. Fse adjusted the table covers for table sound when lowering and raising. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device images were freezing. No harm was reported to philips. Philips has started an investigation of this complaint.